Manufacturer narrative:
Reliability analysis inspected: 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to low readings. Visually inspected and found sensor's cannula bent. Unable to confirmed adhesive complaint due to customer returned sensors opened/used. Unable to perform blood at site complaint due to customer returned sensor no needle.

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose was 46 mg/dl in the morning. Customer treated their blood glucose with food. The customer's current blood glucose was 210 mg/dl. The customer attributed their low from overbolusing for their food. The customer also reported receiving a calibration error and sensor error alert. It was also found the customer's sensor needle was bent into an l shape upon removal from their body. The customer also reported blood at site, but the site was not actively bleeding at the time of the call. The customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.